Manufacturer narrative:
Concomitant medical products: addr03 ipg, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient collapsed. It was also reported that the right ventricular (rv) lead exhibited diminished sensing. It was also reported that the rv lead exhibited undersensing and oversensing. No further patient complications have been reported as a result of this event.